Event description:
The device was used during an appendectomy. Reportedly, after the second load the device would not open. The device was fired and then the doctor was able to remove the device. No pt injury was reported.